Event description:
The surgeon attempted to implant an aa4204vf silicone lens but it became stuck in the cartridge prior to insertion. There was no patient contact or injury. The facility stated it was unknown as to why the lens became stuck. An mtc-60c cartridge was used, but the lot number was not provided by the facility. The model and lot number of the injector was not provided by the facility.